Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had a heart ablation due to ventricular fibrillation on (B)(6) 2019. Reportedly, the ipg became inoperable due to not being set into surgery mode.

Event description:
Follow-up identified the issue was resolved without surgical intervention. Stimulation was restored and the ipg is functioning as intended.